Manufacturer narrative:
Follow-up #1 date of submission 06/27/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2016 with the following findings: a review of the pump black box data showed no related alarms and no evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap had stripped threads and was unable to fully tighten on to the pump; however, the pump powered on with the returned battery cap. The current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a battery life issue. Reportedly, the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.